Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01329.

Event description:
The patient was undergoing coil embolization procedure in the renal artery. During the procedure, the pusher assembly of a ruby coil got stuck in the ruby coil detachment handle (handle) and could not be removed from the handle after successfully detaching the coil in the target vessel. The procedure was completed using a new ruby coil and a new handle in a different renal artery. There was no report of an adverse effect on the patient.